Event description:
It was reported that during an unk procedure, they used two devices during the procedure. The surgeon fired the first device with a white load and after firing, the handle broke and they had to cut the device off of the tissue to remove it. The surgeon ensured the rep that they had closed the firing trigger properly. They opened a second like device and locked the closing trigger on the tissue and when the surgeon fired the device, he had to use high force to fire it. When the surgeon observed the staple line, it had stapled successfully but the surgeon would like to have it evaluated. The two devices will be returning for analysis.

Manufacturer narrative:
(B)(4). Instrument a: firing trigger handle. Instrument b: (pinion axle). Add'l follow up: "he used one hand to fire. The device was pried off and not cut off of tissue. A second device was used (it was tough to fire as well). The device did staple and cut (I looked at the device a little bit and it looks like the drivers worked). Fired on thin tissue and it was easy to close the device. Pt is fine to my knowledge." Evaluation summary: the analysis results found that the ats45 device (a) was received with the firing trigger broken and with a reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were found. While no conclusion could be reach on what cause the firing trigger to became broken, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The analysis results found that the ats45 device (b) was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instructions for use for more info. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).